Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardiac monitor (icm) was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Analysis of the hybrid revealed the device was confirmed to be at an end of service (eos) condition. The battery voltage was below the level that would support telemetry. No hybrid current drain anomalies were observed that would account for the battery depletion. Analysis of the battery revealed cathode material was found in the case liner, headspace insulator, and case internal surface this material was found near the ft pin, potentially creating a conductive bridge between the cathode-potential feedthrough pin and the ano de-potential cover, which could lead to an internal current drain and battery depletion. Foreign material found between the separator and case liner was sent for analysis. Analytical request determined that the debris was consistent with polymeric material and typical battery chemistry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During an internal review of data, it was identified that the implantable cardiac monitor (icm) depleted prematurely. The icm remains in use. No patient complications have been reported as a result of this event.